Event description:
5/8 lumbar drain placed by anesthesiologist in the cardiovascular operating room, no immediate complications. 5/10 lumbar drain discontinued by anesthesiologist, per documentation "lumbar drain site undressed and cleaned, catheter removed". Post removal, patient complained of ongoing headache and neck pain which was thought to be related to a cerebrospinal fluid (csf) leak. 5/12 received blood patch for possible csf leak. 5/13 had follow up with a CT angiography on chest, abdomen, pelvis for post thoracic endovascular aortic repair follow up. Results: "there is an epidural catheter within the spinal canal. Catheter is at the level of the l2 vertebra and the spinal canal. It is noted posterior to the l2 vertebral body at the level of the l2-3 disc. The neurosurgeon is aware of the position of the catheter". Neurosurgery was consulted. 5/17 patient underwent unilateral left-sided lumbar laminectomy and removal of the retained foreign body, followed by repair of the cerebrospinal fluid leak. Microdissection. Manufacturer response for lumbar drainage system, kit lumbar drainage cerebrospinal fluid version ii (per site reporter). Great to speak with you yesterday! Thank you for calling and letting me know about the issues you have experienced with our product. Per our call, you had said that there was more than one instance where the tip of the lumbar catheter broke off. Please complete a form for each incident. If your team can answer for each incident as well, that would be super helpful! ¿ date catheter inserted, ¿ date incident occurred (if known), if not, when discovered, ¿ provider who inserted, ¿ kept catheter after removed from patient? ¿ type of procedure (e.g. Vascular, neuro), ¿ was there difficulty advancing the catheter in the lumbar space? If you are able to put me in touch with the providers who experienced these issues, that would also be really helpful! As with any troubleshooting, I greatly appreciate hearing about one¿s process with the product. As a former neurosurgical intensive care unit registered nurse, I¿ve seen this occur during placement when there is difficulty advancing the catheter. If the lumbar catheter is advanced beyond the tip of the tough needle and gets pulled back, it can cause damage to the tip. Risk of shearing is also increased if a guidewire is used.